Event description:
It was reported that during total laparoscopic hysterectomy procedure the device was working intermittently with the hand activation button. They used a second device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.